Event description:
It was initially reported that during diagnostics performed, high lead impedance was observed. The pt was referred for x-rays and surgical consult. The x-rays are expected to be sent to the manufacturer for review. Device has not been disabled at the moment. There is no further info available at the moment. A search performed in the manufacturer's programming history database indicated that the last known diagnostics performed on (B)(6)2009 were within normal limits. Good faith attempts are in progress as the treating nurse is on holiday.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.